Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal morphine (unknown concen tration and dose) via an implantable pump for spinal pain. It was reported that the patient started having symptoms of withdrawal and possibly flu like symptoms. The rep stated that the patient had not had a magnetic resonance imaging (MRI) since the last refill on may 2nd. The rep was concerned about the 528 error code and technical services had to educate the rep on the alert. The rep stated the patient has had mris in their life but not did not see the motor stall in the logs. The rep did not know about the 528 error code.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.